Manufacturer narrative:
During the returned product investigation, it was observed that the scoring element rings detached from the distal bond, but remained intact to the device. Recurrence of the malfunction could result in a mild vessel injury (non-flow limiting dissection). Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. The angiosculpt device was returned for investigation. Visual examination found the distal scoring element rings detached from the distal bond, however it remained intact at the intermediate bond. The distal balloon was inverted and the distal shaft was stretched between the proximal balloon and intermediate bond. During functional testing, the balloon was inflated to 6 atm and a pinhole leak was observed at the distal end. Based on the returned product evaluation, it is probable that the detached scoring element was due to the improper handling during use.

Event description:
The angiosculpt device ruptured while being inflated at 18 atm. The device was removed with no patient injury. The procedure was completed with a csi and 4.5 x 120 mm supera stent, then post dilated with 4 x 40 mm rapidcross catheter. Note: returned product investigation found the scoring element rings detached from the distal bond.

Manufacturer narrative:
Additional information was received on 26sep2018: patient information. Other relevant history: pre-existing medical conditions. Concomitant medical products: added guide wire size and introducer sheath info, no guide catheter used.